Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 , the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is broken. The patient experienced physical harm to the skin at the insertion site, and had to visit an hcp for treatment. It was noted that the patient is on anticoagulant therapy. This complaint is being reported because a device component is missing. And because the patient required medical attention related to the sensor.